Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported the patient was receiving normal saline at 1ml per hour along with unspecified antibiotics. The user noticed that the pad under the IV line was wet and with further investigation the filter was noted to be leaking. No patient harm reported. The event occurred in cardiology.

Manufacturer narrative:
The customer's report of leaking at the filter could not be confirmed because the product was not returned for failure investigation. However, a picture of the set was received from the customer; no issues were observed per the picture received. The root cause of this failure was not identified.